Manufacturer narrative:
Cadd extension sets was returned for analysis. The returned samples consist of ext. Set products and with that are not manufactured in shm; the samples were received in used conditions and without their original packaging. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination, no discrepancies were found. Functional leak testing performed using hydrostat vessel and leak was detected in the air vent of the filter. According to the investigation, the failure mode was detected in the first sample tested, and it was not necessary to test the other two samples. The customer's reported problem was confirmed. Investigation was performed in order to complete root cause analysis of this failure mode. Per previous complaint, a notification of this complaint to the production personnel was conducted by the production supervisor. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd extension set leaked at the filter of the tubing. The cadd legacy pca pump was administering blinatumomab when the leak was noticed. There was no reported injury to the patient.